Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed when vasoview hemopro 2 package was opened, the seal on the tip was torn away. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. The silicon insulation was peeled at the tip of the cold jaw without any detachment. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "jaw peeled " and the analyzed failure mode "bent wire". Specific actions for the confirmed failure modes are maintained and documented in maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was noticed when vasoview hemopro 2 package was opened, the seal on the tip was torn away. A replacement device was used to complete the procedure. The hospital did not report any patient effects.